Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced buttons not responding and exposed to moisture. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed. Stuck button alarm occurs when a button is continually pressed for more than 3 minutes. Pump was not exposed to change in altitude. Customer confirmed no damages on the pump. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1884 was requested and the customer response was that the device will be returned.

Manufacturer narrative:
Pump passed self-test. No stuck button error alarms noted during testing. All buttons function properly. No moisture damage noted on keypad traces. Verified pump alarmed stuck button on (B)(6) 2026 at 05:01:30 in pump downloaded history. No damage noted to keypad assembly and j1 connector on pcb1 was locked properly during visual inspection. However, moisture damage was found on j1 connector and pcb1 board. Unit successfully downloaded to thus/thump. The p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: corroded electronic assembly pcb1 board/j1 connector, scratched case, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment, battery tube threads cracked, cracked keypad overlay, stained keypad overlay, cracked case (battery tube), cracked belt clip rails, serial number label missing. Confirmed keypad/button error due to moisture damage to j1 connector. Confirmed moisture damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.